Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found a printed circuit board failure. Replacement of the socket and universal serial bus ports was required, internal dust, and damage to video connector was observed. The investigation is ongoing.. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the video system center had no image. It was unspecified when the issue was found. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. During the device evaluation, additional reportable malfunctions were identified: no image dust inside. Based on the results of the investigation, a definitive root cause could not be determined. However, it is like that the event reported as "no image" was caused by a faulty printed circuit board. Olympus will continue to monitor field performance for this device.